Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694965 implanted: 2004 (B)(6). (B)(4).

Event description:
It was reported that there was noise/oversensing appearing on both the atrial and right ventricular (rv) leads. An existing previously implanted pace/sense lead was used for the rv pacing and the rv lead was used as the high voltage lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.